Event description:
It was reported that the atrial lead was found to have poor sensing and not functioning during the generator changeout. It was noted that the right atrial lead had oversensing. The lead was capped and not replaced. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.